Manufacturer narrative:
(B)(4).

Event description:
The physician believed that the patient had a csf (cerebrospinal fluid) leak and subsequently a catheter revision was done. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.